Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from 10/25/2011 to the end of pump use on (B)(4) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Serial number: the serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) and reported erratic blood glucose (bg) levels. The reporter indicated that the patient's bg levels can range from the "30's to 300's" mg/dl. The reporter claimed that in some instances, the patient has been noticed to be urinating more than usual. The reporter also claimed that the patient's doctor was requesting for the pump to be replaced due to the patient's bg levels being consistently high. The patient allegedly told the doctor that the pump would not deliver. The reporter admitted that she does not monitor everything the patient does. The reporter claimed that the patient might not be bolusing correctly. The reporter was not sure when site/set was changed last. The reporter mentioned that she just knows that the patient changes it but not sure how often or if she even rotates sites. The reporter was unable to confirm if the patient had any abnormalities at the site or if there were any bubble or leakage issues. A review of the pump's history indicated that the tdd, bolus, and basal were complete and accurate. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient alleged that the pump was not delivering and the reporter claimed that the patient developed a low bg level and also a symptom suggestive of severe hyperglycemia.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.